Event description:
Home pt (hp) reports leak in pt line tubing of homechoice set. Per rn, leak was noted when pt woke up to wet bed. Hp ended treatment and restarted with new supplies. Hp was subsequently diagnosed with peritonitis and was treated with 2 gms vancomycin and gentamicin, dosage unavailable, as an outpatient. Hp has responded to treatment, per rn.